Event description:
Surgeon was using the naviopfs system to implant a unicondylar knee implant. When entering the cutting mode, the naviopfs system generated a hand piece exposure control motor error indicating a high torque required to move the motor, as if the burr had jammed. The surgeon and the bbt clinical specialist checked for jams and could not find any issues. The surgeon changed to the backup hand piece and had the same issue. The surgeon decided to abort use of the naviopfs system and revert to a manual total knee implant procedure. The bbt clinical specialist completed an investigation on site and found that the cause of the malfunction was that the hospital's sterile services department had added a piece of tape for identification to the long attachment which caused the malfunction. The tape prevented proper coupling of the long attachment when assembling the hand piece. Tape was removed and the hand piece functioned normally.